Event description:
It was reported that the patient experienced high blood glucose after dinner while using the ilet system; glucose rose to about 400 mg/dl without fingerstick confirmation, supplies were changed with no observed leaks or site issues, the patient briefly disconnected for approximately 15 minutes, and 12 units of insulin were administered via injection per healthcare provider guidance, after which glucose dropped quickly and later stabilized. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information provided by the user and family. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.